Event description:
It was reported that the patient presented with ventricular tachycardia (vt) next day post-implant. The vt terminated by itself. Chest x-ray showed that the leadless pacemaker had micro-dislodged. No further intervention was performed and the patient will be monitored. The patient condition was stable.